Event description:
The hospital reported that the ultima activator ii reusable drive mechanism appeared discolored and rusted. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A visual inspection determined that discoloration was present on the returned ultima drive. A supplemental report will be submitted when the evaluation is completed. (B)(4).